Manufacturer narrative:
The device was returned to pentax for further evaluation on service order 3137923 where the user narrative was not confirmed. The device was repaired and returned to the user on 02feb2022 on 02-feb-2022, a device history record (DHR) review for model eg-3890tk, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 03apr2014 under normal conditions, pass all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope model eg-3890tk. In the event reported, the user stated that the device have poor image quality. The event timing is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the air/water nozzle missing glue. Based on the result, we concluded that it was caused due to the physical damage applied on the air/water nozzle. In addition, we confirmed that the bending rubber discolored; however, it is not the main cause, and/or irrelevant to the alleged complaint. Correction information g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result.